Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bariatric case. Event description: (B)(4) was inserted into patient for use in bariatric case. At the end of the case, the trocar was removed and found to be broken in half. The broken trocar pieces were removed from the patient. No patient injury occurred. Additional information received via email 14apr2022 from applied medical account manager associate: no images of device available. It is unknown how the trocar was inserted. There was difficulty during insertion. The break was considered to be a clean break. The break did not cause particulation. The trocar was not used with a robot. A camera was used with the trocar. Product is not returning. Type of intervention: the broken trocar pieces were removed from the patient. Patient status: no patient injury occurred.

Event description:
Procedure performed: bariatric case. Event description: cts22 was inserted into patient for use in bariatric case. At the end of the case, the trocar was removed and found to be broken in half. The broken trocar pieces were removed from the patient. No patient injury occurred. Additional information received via email 14apr2022 from applied medical account manager associate: no images of device available. It is unknown how the trocar was inserted. There was difficulty during insertion. The break was considered to be a clean break. The break did not cause particulation. The trocar was not used with a robot. A camera was used with the trocar. Product is not returning. Type of intervention: the broken trocar pieces were removed from the patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.